Event description:
Removal difficulty occurred during a training session on a volunteer. The tubing of the fast1 separated from the portal. The portal remained in the volunteer's chest and was removed surgically. (B)(4).

Manufacturer narrative:
The infusion tube was successfully inserted as part of the training session on military volunteers. The trainee attempted to remove the infusion tube from the volunteer; however, the infusion tube separated from the portal tip, leaving the portal tip in the volunteer's chest. The portal tip was surgically and successfully removed from the volunteer under local anesthetic. The volunteer was well after the surgical procedure. The device is under evaluation at pyng medical corp.